Manufacturer narrative:
The reported event of unacceptable capture threshold was confirmed. Final analysis found that as received, a partial lead was returned in four pieces. Visual examination of the partial lead full breached outer insulation degradation was noted at 14.7 cm to 14.8 cm from the connector pin. Procedural damage to the outer insulation was noted at 6.4 cm, 6.7 cm to 6.9 cm, 13.5 cm and 14.1 cm from the connector pin. The cause of the reported event was due to outer insulation degradation.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricle lead exhibited failure to capture and the atrial lead exhibited high capture threshold. Both atrial and right ventricle leads were explanted and replaced. The patient was stable in condition.